Event description:
Medication required; I purchased a cotton protective mask with multilayer 2.5pm filter (sku: 201000000032) from vida. After wearing the mask with the filter for about 3 hours on (B)(6) 2020, I started to have sinus congestion. I removed the mask, but the congestion worsened, I had severe sinus pain, sneezing, and tightness in my chest. The pain, congestion, and sneezing continued through the night and into the morning of (B)(6) 2020. The problems were mostly relieved with an over- the- counter decongestant, anti-inflammatory, and antihistamine. I also used a prescription asthma inhaler to relieve the chest wheezing. I did nothing different during my daily routine over that time; I did not eat any new foods, did not take any new medications, and was not exposed to any other chemicals during that time. This leads me to think that the filter in the mask may be the cause of my adverse reaction. FDA safety report ID# (B)(4).